Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown abgii/rejuvenate neck. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: patient is experiencing pain since having surgery. Pain has increased steadily also since having surgery. Patient states having difficulty walking and is unable to do any heavy lifting. Patient also states that she is always cold on the left side. Patient is scheduled to have blood test on (B)(6) 2013.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision due to pain involving a rejuvenate modular device was reported. The event was confirmed. Method and results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported: the patient was revised on the left hip due pain. The cup remained implanted. No further information or documentation will be provided due to hospital policy.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
It was reported that: patient is experiencing pain since having surgery. Pain has increased steadily also since having surgery. Patient states having difficulty walking and is unable to do any heavy lifting. Patient also states that she is always cold on the left side. Patient is scheduled to have blood test on (B)(6), 2013.